Manufacturer narrative:
The insulin pump had unresponsive button then button error alarm due to corroded keypad traces. The pump was unable to verify the motor error alarm due to keypad damage. The motor was tested outside of the device and passed the motor tests. No damage found on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 363 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.